Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few weeks of implant, both the atrial and right ventricular (rv) leads had dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.